Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the waveform and log files were reportedly showing high power readings. The vad coordinator consulted with the manufacturer advising them that the pump had stopped. Action was taken to exchange the lvad pump for another lvad pump. Patient is reported to be stable.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.